Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and unexpected shutdown issues were verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Upon the pump turning back on, it was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was unresponsive. Customer's blood glucose level was 150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.